Manufacturer narrative:
(B)(4). Ethnicity: non-hispanic, race: caucasian. Concomitant med products due to character limitation: coils: microvention cosmos 4 mm x 8 cm; target 360 ultra 4 mm x 6 cm and 3 mm x 6 cm; target 360 nano 2 mm x 3 cm and 1.5 mm x 3 cm. (B)(6). Complaint conclusion: as reported via the (B)(6) study ((B)(6)), the patient underwent repeat embolization of the wide-necked basilar tip aneurysm on (B)(6) 2016 utilizing dual microcatheter technique and five coils with significant reduction in filling of the aneurysm. The patient had coil compaction at the neck with recurrent aneurysm filling posteriorly and to the left. No complications occurred intraoperatively or during hospital course. Pre-treatment angiography revealed an incidental unruptured basilar artery bifurcation aneurysm (superiorly and anteriorly). The bifurcation aneurysm had the following dimensions: dome height 008.4 mm, dome width 008.9 mm, neck width 005.2 mm and dome to neck ratio of 1.71. The parent vessel diameter was 003.0 mm. The patient underwent implantation of the 3 mm, 8 mm pulserider t (201dw2450) aneurysm neck reconstruction device (anrd) on (B)(6) 2015. The pulserider was deployed accurately across the target aneurysm and detached at the treatment site. Multiple competitor coils, including microvention cosmos 4 mm x 8 cm, target 360 ultra 4 mm x 6 cm and 3 mm x 6 cm, and target 360 nano 2 mm x 3 cm and 1.5 mm x 3 cm, were placed within the aneurysm sac. The pulserider successfully retained the coils within the aneurysm. No intraprocedural adverse events/product malfunctions occurred. There was no report of dissection or any other parent vessel damage. In the physician¿s opinion, there was no angiographic evidence of unwanted thrombus formation or coil herniation. The case was deemed a technical success and the treatment of the aneurysm was considered complete. The raymond¿roy occlusion classification (rroc) score was class iii: residual aneurysm = incomplete occlusion, apparent flow into the sac. The post-procedural neurological exam was normal. The patient was discharged with dual antiplatelet medication. Immediate post-procedure angiography and 6-month follow-up angiography showed all thalamic regions filling. Angiography on (B)(6) 2016 showed 85% contrast filling in the sac of the aneurysm with 100% parent and branch artery patency. Plavix was discontinued per protocol and aspirin (asa) was continued. The patient suffered from a mild small right medial thalamic infarction 6 weeks later. The patient underwent re-treatment of aneurysm on (B)(6) 2016 utilizing dual microcatheter technique and five coils with significant reduction in filling of the aneurysm. Follow-up mra on (B)(6) 2017 revealed post-procedural changes of pulserider-assisted basilar apex aneurysm coil embolization with decreased residual filling near the left pca origin, very similar to the angiographic images following re-treatment in (B)(6) 2016. The patient reported no new neurological symptoms at this time. No further information was provided. The pulserider t remains implanted in the patient and is thus not available for evaluation. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. Aneurysm recanalization is a known potential complication associated with the pulserider anrd and stent-assisted coil embolization procedures. Despite rapid technological advances in endovascular technology, wide-necked intracranial aneurysms remain difficult to treat with associated high recanalization rates. Studies have concluded that stent-assisted intracranial aneurysm embolization is possibly more effective against future compaction and recanalization than balloon-assisted or unassisted coiling because it permits a denser packing of the aneurysm while preserving parent artery patency and reducing inflow pressures into the aneurysm neck. The root cause of the event cannot be determined; however, coil packing density and aneurysm neck width may have contributed to the major recanalization reported in the article. There is no indication of any device performance or manufacturing issues related to the event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the (B)(6) study (B)(6)), the patient underwent repeat embolization of the wide-necked basilar tip aneurysm on (B)(6) 2016 utilizing dual microcatheter technique and five coils with significant reduction in filling of the aneurysm. The patient had coil compaction at the neck with recurrent aneurysm filling posteriorly and to the left. No complications occurred intraoperatively or during hospital course. Pre-treatment angiography revealed an incidental unruptured basilar artery bifurcation aneurysm (superiorly and anteriorly). The bifurcation aneurysm had the following dimensions: dome height 008.4 mm, dome width 008.9 mm, neck width 005.2 mm and dome to neck ratio of 1.71. The parent vessel diameter was 003.0 mm. The patient underwent implantation of the 3 mm, 8 mm pulserider t (201dw2450) aneurysm neck reconstruction device (anrd) on (B)(6) 2015. The pulserider was deployed accurately across the target aneurysm and detached at the treatment site. Multiple competitor coils, including microvention cosmos 4 mm x 8 cm, target 360 ultra 4 mm x 6 cm and 3 mm x 6 cm, and target 360 nano 2 mm x 3 cm and 1.5 mm x 3 cm, were placed within the aneurysm sac. The pulserider successfully retained the coils within the aneurysm. No intraprocedural adverse events/product malfunctions occurred. There was no report of dissection or any other parent vessel damage. In the physician¿s opinion, there was no angiographic evidence of unwanted thrombus formation or coil herniation. The case was deemed a technical success and the treatment of the aneurysm was considered complete. The raymond¿roy occlusion classification (rroc) score was class iii: residual aneurysm = incomplete occlusion, apparent flow into the sac. The post-procedural neurological exam was normal. The patient was discharged with dual antiplatelet medication. Immediate post-procedure angiography and 6-month follow-up angiography showed all thalamic regions filling. Angiography on (B)(6) 2016 showed 85% contrast filling in the sac of the aneurysm with 100% parent and branch artery patency. Plavix was discontinued per protocol and aspirin (asa) was continued. The patient suffered from a mild small right medial thalamic infarction 6 weeks later. The patient underwent re-treatment of aneurysm on (B)(6) 2016 utilizing dual microcatheter technique and five coils with significant reduction in filling of the aneurysm. Follow-up mra on (B)(6) 2017 revealed post-procedural changes of pulserider-assisted basilar apex aneurysm coil embolization with decreased residual filling near the left pca origin, very similar to the angiographic images following re-treatment in (B)(6) 2016. The patient reported no new neurological symptoms at this time. The device remains implanted and is thus not available for return. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This supplemental MDR is to notify you that the initial MDR was inadvertently submitted on a device that, at the time of the event, was investigational in nature in the u.s. Market and per cfr 803.19, this event is exempt from normal MDR reporting. These events were reported to the ide program part of hde#(B)(4) in accordance with 21 cfr part 812.